Event description:
It was reported that while unloading a pt from the ambulance, the undercarriage did not unfold properly as the bumper wear guard became jammed in the bumper area and the cot turned over with a pt on board receiving injuries. There was pt involvement and adverse consequences reported.

Manufacturer narrative:
The broken bumper wear guard caught on the deck bumper in the back of the ambulance resulting in the cot tip situation.